Event description:
It was reported that, the total units of iv3000 1 hand 6x7cm ctn 100 with batch 2427, were not sealed. As this was noticed upon inspection, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11: the associated products were returned for evaluation. 17 dressings were received. Inspection of the dressings found that 14 of the 17 were unsealed on one side, this has occurred because the dressing inside has was misaligned and has been caught when the outer pouch was sealed. The remaining 3 dressing had no seal failures; the seals are intact. The review of the production records revealed no issues were detected during the manufacturing process. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Based on the visual inspection, the dressings 'were unsealed on one side, this has occurred because the dressing inside was misaligned and has been caught when the outer pouch was sealed.' The packaging system should have rejected this; however, it is possible that a small number of dressings could be manufactured and passed through. The complaint history and risk documentation have been reviewed, and no further escalation is deemed to be necessary at this time. The event type is anticipated, low risk and within acceptable occurrence levels. At this time, there is evidence to suspect that the products failed to meet the product specifications at the time of manufacture; however, based on this investigation, the need for corrective action is not indicated.